Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and k-wires were placed in the patient's spine in a different position than desired with navigation involved, despite according to the surgeon (treating clinician): - the deviation of 6 of the 12 k-wires placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the k-wires were corrected to their intended positions with navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of ca. 60 min. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the k-wires placed bilateral at t6 - t8 deviating towards patient's right side by ca. 2 mm with the aid of navigation, is a combination of: - use of a damaged pedicle access needle (pan) that became bent during the surgery due to rough handling at this surgery, not following brainlab instructions, causing inaccurate navigation tracking of this pedicle access needle at the creation of the affected pilot holes. Bending of a navigated instrument, with the instrument's insertion tip in its undamaged status calibrated to navigation, cannot be recognized by the navigation system. The navigation display showed the user that the pan was being displayed in a different location on the navigation display compared to its actual location in the patient. Also, it was observed by brainlab support that during the surgery the user handled the pan roughly by excessive hammering in order to breach cortical bone during instrumentation of the pan. After replacing the bent pan with a new (and thus) accurate instrument, the navigation display was accurate again and surgery was completed successfully. - movements of the navigation reference array during the procedure and after registration in relation to the patient anatomy, due to an insufficient fixation by the user, not as required by brainlab. Image data provided for this surgery shows that the navigation reference array has moved in between the pre-placement c-arm scan and a verification scan. Additionally, the navigation reference array was fixated to the t8 spinous process and made contact with patient skin at the apex of the skin incision. This caused the array to be prone to inadvertent movements due to any forces applied to the patient during instrumentation, also e.g. By even slight surrounding skin push/pull from forces applied to the spine area operated on. As per the log files provided of this surgery, the navigation software issued navigation reference array movement warnings to the user during the surgery, at the time of instrumenting t6 - t8, further indicating the occurrence of reference array movement. The navigation accuracy was correspondingly checked by the user after the warnings, as anatomy point acquisitions in the log files show, and apparently the accuracy was still deemed acceptable by the user to proceed. Although the user detected the navigation display deviation with the navigated pedicle access needle after the deviating placements, apparently the resulting deviation between the actual patient anatomy locations during the placements and the registered pre-placement patient image scan displayed by the navigation for instrument position visualization, was not recognized by the user with the necessary navigation accuracy verification before and during performing the significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the thoracic spine for a fusion of vertebrae t2-t8, due to a fracture at t5, with intended placement of 14 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0. During the procedure the surgeon: - with the patient in prone position attached the navigation reference array on the spinous process of vertebra t3. - acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. - used the brainlab navigated pedicle access needle (pan) with instrument position display on the patient scan to determine the trajectory and get access to the vertebral body through the skin. - starting with t1-t4, placed the k-wires through the pedicle access needle and placed the t1-t4 spine screws with the navigated non-brainlab screwdriver. - replaced the navigation reference array to the spinous process of vertebra t8. - performed another intra-op c-arm scan (with automatic image registration to the navigation) and verified the registration and accepted the accuracy to proceed. - used the same navigated method as before to place k-wires into vertebrae t6-t8. - acquired another intra-op c-arm scan to verify the k-wire placements and determined that the 6 k-wires placed with the aid of navigation deviated from their intended target position (at bilateral t6-t8, deviating by ca. 2 mm towards patient's right side). - compared the pan display by navigation with the instrument position in the actual patient anatomy and observed a navigation display inaccuracy with this instrument. Decided to replace this pan with a new one. - used the same navigated method as before to replace the k-wires into vertebrae t6-t8 and to place the following spine screws. - completed the surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): - the deviation of 6 of the 12 k-wires placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the k-wires were corrected to their intended positions with navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of ca. 60 min. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.